Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the (B)(6) department and shipped to pdc on (B)(6) 2016. The strip lot # d161011-1 was manufactured on oct. 11/2016 and expired in oct. 2018. Ok biotech received no complaints from same manufacturing batch of strips . Because patient did not return his strips, we tested the retain strips of same batch in our warehouse. The control solution tests for level low were 65/64 mg/dl; for level high were 244/246 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:00 pm after the end user received lower than normal blood glucose results. The end user experienced dizziness accompanied with a low blood glucose reading of 52 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 90 mg/dl. No treatment was administered and nor was the end user transported to the ER due to his blood glucose reading was within the normal range. No additional details were provided in regards to this medical event.